Event description:
The metal screw in the hand grip bent and disconnected from the wooden side braces of the crutch. The pt fell after the hand grip disconnected from the side braces of the crutch. No known pt injury at the time of this report.